Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j375 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j375 shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for these complaint categories. The complaint kit with smart card was returned for investigation. A review of the data recorded on the returned smart card shows that the prime was completed and blood collection began in single needle mode. The treatment proceeded through the purging air phase of the procedure, and an alarm #18: system pressure alarm occurred after 208 ml of whole blood had been processed. The operator then aborted the treatment. Examination of the returned kit found the diaphragm was partially unseated from the body of the system pressure dome. The pressure dome was inspected and found no obvious manufacturing issues. The diaphragm was put back into place on the body of the pressure dome and was pressure tested to check for leaks. Pressure testing of the pressure dome did not result in any leaks. If a pressure dome is not properly attached to its pressure sensor because one of its latches isn't secured in the circumferential groove around the sensor, the diaphragm of the pressure dome will have room to move and can become unseated when pressure is increased. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the pressure dome leaked at the time of manufacture. The cause of the reported leak was most likely due to the diaphragm becoming unseated from the body of the pressure dome. The root cause of the pressure dome leak was most likely due to the pressure dome not being secured to the pressure sensor during installation of the pressure dome by the end user. No further action is required at this time. This investigation is now complete. (B)(4). 28-may-2021.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #18: system pressure alarm and observed a leak from the system pressure dome. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.